Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified all required services were running. Tss logged into pim without issues. Orders were crossing normally, with the latest on 2026 02 20. Tss confirmed information technology (it) had patched and then reverted server changes that resolved the login issue. Customer acknowledged and confirmed the server was working. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server none of the carousels were communicating, and the new logistics order batch was not dropping. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.